Event description:
Patient implanted in upper and lower vermilion borders. Onset of skin discoloration, numbness, implant extrusion, displacement and shortening and infection in perioral in 1998. Implant explanted and patient treated with ancef and cipro in 1999.